Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report issues with sensor glucose verses blood glucose differences. Customer stated that the insulin pump triggered threshold suspend. Customer's blood glucose reading was 208 mg/dl, while the sensor glucose was 40 mg/dl at the time of incident. Troubleshooting was done and found that the cannula was bent. Product is expected to return.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor passed per specifications and performed the sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used. Cannot performed bbs test as the sensor is beyond its expiration date.